Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked on (B)(6) 2025, at 10:30 am, a nurse prepared to administer an intravenous infusion to a patient using a standard closed-system intravenous catheter. During the air-check procedure for the catheter, a leak was detected along the sidewall. The nurse immediately discontinued use of the defective catheter and replaced it with a new closed-system intravenous catheter. The patient completed the infusion without incident.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.